Event description:
Litigation papers received. Litigation alleges patient suffered from pain, discomfort, soreness, and cobalt-chromium metal ion levels in the blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/19/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, dislocation that popped back in, walking long distances caused leg to lock-up, and had to take pain medicine to cope. Revision surgical report noted osteolytic bone loss, right leg shorter than left, substantial subsidence, large quantities of foreign body granulomatous type material, corrosion at the trunnion and screw head broken off one of three screws used. An unknown screw will be added for fracture as it is not known which of the three screws fractured. Part/lot updated. The complaint was updated on: may 11, 2016.